Manufacturer narrative:
The peritonitis occurred on an unspecified date in year 2016. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain. The cause, treatment, hospitalization, patient outcome and action taken with pd therapy were not reported.  No additional information is available.

Manufacturer narrative:
B5: upon follow up, it was reported that the patient experienced peritonitis manifested by cloudy effluent and was treated with fluconazole (oral) for the event. Should additional relevant information become available, a supplemental report will be submitted.